Manufacturer narrative:
Additional review indicated patient code not applicable to event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the adaptivestim issues was stimulation shu tting off and not coming on quick enough, so the consumer had the manufacturer's representative (rep) change it to where the consumer controlled off and on.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that in the past he had issues with adaptive stimulation (as). Stimulation would shut off, and at other times, it would "mess with legs" and "slap him." Around that time the patient was having heart problems that pre-existed the implant, and stated that there was vibrating in his chest and doing wonders on his heart. The patient was reprogrammed; adaptive stimulation was disabled, which then was working for the patient's symptoms until recently. The patient noted taking medication for blood thinning, and has also taken pain pills at night. He takes 15 different medications, including gabapentin, flexeril, and amitriptyline, but no longer takes tramadol. Indication for use included failed back surgery syndrome, and spinal pain.